Manufacturer narrative:
Results: no sample was sent for review. Photos were sent that show the missing letter. A review of the device history record was completed for lot 4342796. All process and final inspections comply with specification requirements. Conclusion: no absolute root cause is determined as there were no related quality notifications. A review of historical pir data indicates this to be an isolated incident and not representative of the overall quality system.

Event description:
It was reported that bd vacutainer® edta plastic tube13x75mm 2.0ml was missing a letter on the label. No serious injury, no medical interventions, and no mucous membrane exposure were reported. Not used on patients.